Manufacturer narrative:
(B)(4). The device was powered off by pressing the on/off button during event and then powered back on 47 seconds later.

Event description:
The user is stating the device shut off unexpectedly during a patient use event. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The user is stating the device shut off unexpectedly during a patient use event. Patient outcome is unknown.